Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 8 atmospheres for 15 seconds and a pinhole was noted at the tip part of the balloon. The device was removed using normal method without issue and the procedure was completed with another of same device. No complications were reported and the patient was good post procedure.